Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and extrusion of the electrode through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. Furthermore, the electrode array fully migrated out of cochlea and was also found extruded. The explanted device has not been received for investigation yet.

Event description:
The recipient was brought to the ent department because the electrode array was extruded through still and migrated out of cochlea. Reportedly, due to an infection on (B)(6)2023. The recipient has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was brought to the ent department because the electrode array was extruded through still and migrated out of cochlea. Reportedly, due to an infection on (B)(6) 2023. The recipient has been explanted.